Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2as74 serial# implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4) date of event: date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had to have a new lead placed on (B)(6) 2022 because in the very beginning of (B)(6) (the patient stated they thought it was on (B)(6),) they fell on their back and it disrupted the lead. The patient stated they went to the hospital after the fall and they tested everything, including checking for neurological issues and they checked the patient's heart because the patient had heart issues but that had all been ruled out. The patient stated that a manufacturer representative (rep) had been present at their lead replacement and they thought the rep had known about the issue at that time. The patient stated they had just had their follow up appointment with their hcp and rep yesterday to check everything out. The patient had initially called because they were having difficulties powering on their galaxy j3 handset. The patient was able to pop the battery out and put it back in and the troubleshooting resolved the reported issue. The patient was able to connect to their settings on the call and they made an adjustment. The patient's relevant medical history included in addition to the patient's previously reported medical conditions, the patient also mentioned they had macular degeneration.